Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous defibrillation lead exhibited episodes of noise and oversensing on the rate/sense and shocking egrams. The physician elected to replace the defibrillation lead and upon connecting the new defib lead to the crt-d, pacing inhibition was noted. The crt-d was explanted and a new guidand crt-d was subsequently implanted.